Event description:
It was reported that after a couple of months since implant of the implantable neurostimulator (ins) with a pocket adaptor, the physician noticed the beginning of a pocket decubitus and is evaluating the future actions. Additional information received reported the physician revised the implant. He created a new pocket and inserted the ins previously implanted and connected to the extension with a new pocket adaptor. This procedure took place on (B)(6) 2012.

Manufacturer narrative:
Product ID 64002 lot# serial# unknown implanted: (B)(6) 2012 explanted:; product typ adapter. (B)(4).